Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr device was returned for analysis within a shipping box, and a plastic pouch. Damage location details: the solitaire fr device was returned within its introducer sheath. No bends or kinks were found to the pushwire. Damage was found to the distal end of the introducer sheath. The marker coil was found bent and was pushed up against the proximal marker. The stent¿s non-working length tear drop struts were found bent. The stent¿s remaining working length struts were found to be in good condition. The stent was found fully open. Testing/analysis: the solitaire fr device could not be pushed out from within its introducer sheath as resistance was encountered; therefore, it was pulled out proximally. The solitaire fr device could not be used for resistance testing with an in-house catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿kink/damaged¿ reports were confirmed as the returned solitaire fr stent and marker coil were found damaged (bent). In addition, resistance was encountered during testing. Regarding the customer¿s ¿stent stuck in catheter hub¿ report, the issue could not be confirmed as the solitaire fr device could not be used for resistance testing. In addition, the catheter used in the event was not returned. It is likely that the damage to the device occurred as resistance was encountered during device delivery subsequently causing the marker coil to become pushed up against the stent proximal marker. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush possible causes of ¿stent stuck in catheter hub¿ include use of an incompatible catheter, catheter damage, rhv loose during delivery, introducer sheath damage, or sheath is not fully seated in hub. Rhv loose during delivery and sheath is not fully seated in hub could not be ruled out as potential causes. As the customer reported maintaining a continuous flush per IFU, this factor was excluded. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches¿. As the customer reported the use of stryker xt27 catheter with solitaire fr 6-30, the catheter was found compatible as it has an inner diameter ID of 0.027 inches, this factor was excluded. The stryker xt27 catheter involved in the event was not returned; therefore, it could not be evaluated. It is possible that the patient¿s ¿moderate¿ vessel tortuosity could contributed to the resistance during delivery; however, the root cause could not be determined. It is possible that the damage found to the distal end of the introducer sheath could contributed to the ¿stent stuck in hub¿. However, the root cause could not be determined. Regarding the customer¿s ¿failure to open¿ report, the issue could not be confirmed as the stent was found fully open. Possible causes of ¿failure to open¿ include stent damage or finger marker entanglement. However, the cause of the reported failure to open could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire fr stent retriever that had resistance during delivery in a non-medtronic microcatheter. The patient was undergoing a mechanical thrombectomy procedure at the internal carotid artery (ica) terminus to treat ischemic stroke. The patient's baseline modified rankin score (mrs) was 5, nihss was 9, and tici was 0. Vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The solitaire was introduced through the y-valve and into the microcatheter. However, during delivery resistance was encountered, particularly in the c4 vessel segment. Event with increased force, successfully delivery could not be achieved and the stent could not be deployed/developed. It was then noted that the distal end of the solitaire pushwire was damaged/deformed so the solitaire was removed. Another manufacturer's device was then used to complete the procedure successfully. It was noted that two passes were made. There was no harm or injury to the patient associated with this event. Stroke onset to reperfusion time was 75 minutes. Tici 3 was achieved. Procedure mrs was 1 and post-procedure nihss was 1. Ancillary device: stryker xt27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the solitaire resistance was not determined. Resistance was encountered at the hub and proximal sections of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. After removal, damage was observed to the stryker xt27 (non-medtronic) catheter, with the distal end of the push rod found to be kinked and deformed due to applied force; this was confirmed upon inspection of the returned product.